Event description:
The patient reportedly has not progressed as expected with their cochler implant. In march 2005, the pt was seen by a company representative. Testing performed confirmed that the device was functional. Programming adjustments were made. The pt continued to be monitored by the center. The pt's cii device was explanted.